Event description:
On (B)(6)2012, the reporter contacted animas, alleging a power (no power) issue. The reporter stated that on (B)(6) 2012, there was static on the display screen which looked like a checkered board and then the pump completely shut off. It was noted that the reporter had to change out the battery three times and then the pump powered on. There was no indication that the pump emitted a "replace battery" alarm prior to the power loss. There was reportedly no damage to the battery compartment or battery cap. It was noted that the battery cap secured tightly to the pump with no visible yellow o-ring; the last battery cap change was 1 to 3 months ago. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 12/26/2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: black box shows no unusual powers on reset. Battery cap and battery compartment threads are intact; no crack observed in the battery compartment. Cap contacts measurements were taken and found . The battery cap height and width were within specifications. No alarms related to the complaint observed in the alarm history. Battery cap was tightened and slowly unscrewed half a turn with no reboots. The battery cap was able to maintain an electrical connection, no power loss duplicated. Black box shows an unusual loss of prime warning due to zero force. During a load step attempt, the pump was unable to recognize the cartridge. Investigators were unable to run the pump for 24 hours due to the load step malfunction. There was no evidence of moisture ingress. A misaligned u4 component was found on the pcb.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.